Event description:
(B)(4). Same case as mfg report #: 2134265-2010-00448 and 2134265-2010-00449. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient presented with in-stent restenosis. The index procedure treated the 100% stenosed, 3.7 x 90 mm target lesion located in the proximal right coronary artery (rca). Treatment placed three taxus express2 study stents (3.0 x 32mm, 3.5 x 32mm, 3.5 x 28mm) and utilized post dilation with an unspecified balloon resulting in 0% residual stenosis. In (B)(6) 2008, at the 9 month follow up visit, angiography revealed a 100% restenosed, 3.5mm diameter with unknown lesion length restenosis of the target lesion located in the proximal rca. Treatment utilized angioplasty with an unspecified balloon resulting in 0% residual stenosis. Timi flow increased from 0 to 1. No further ischemic symptom was observed.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.